Event description:
It is reported that the doctor was punching the tibia and when the instrument was removed two of the teeth were missing and others were bent. There was no harm done to the patient.

Manufacturer narrative:
Eval summary - the cause cannot be definitely determined based on the available information. Eval - as returned, the broach exhibits a significant amount of wear, most notably, a tooth is bent upward. The device has a potential field age of slightly less than 5 years. Manufacturing documentation is in order and appears to be conforming. Device history records indicate all components were manufactured and inspected to specification.